Manufacturer narrative:
D4: product identifiers are unknown g4: product identifiers are unknown, hence 510k# is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative) regarding broken screws post surgery. It was reported that, following a sacroiliac and thoracolumbar spine implant procedure, screws placed during an initial surgery in (B)(6) 2025 broke post-operatively. A revision surgery was performed in (B)(6) 2025 to address the broken screws. The patient later returned for follow-up on (B)(6) 2026, and an x-ray showed that one revised screw was broken and a second revised screw was bent. There were no patient symptoms reported. No further complications were reported as a result of this event.